Event description:
Kci received article, ganacias-acuna, edna f., active leptospermum honey and negative pressure wound therapy for nonhealing postsurgical wounds, ostomy wound mgmt. 2010 mar 1; 56(3) : 10-2. That reported on (B)(6) 2009, v.a.c. Therapy was initiated post debridement. After several weeks of the negative pressure wound therapy, exudate and malodor allegedly increased and the pt's healing stalled. The pt was referred to the wound clinic for subsequent eval. A large amount of necrotic slough tissue was noted in the base of the wound, along with a large amount of foul smelling exudate. On (B)(6) 2009, sharp debridement was performed. In order to facilitate continued autolytic debridement, active leptospermum honey was applied with negative pressure wound therapy dressing, and the dressing was changed three times per week. Over 10 weeks, the wound remained slough and malodor-free, exudate decreased, and healthy granulation tissue was filling the wound, with no infection noted. On (B)(6) 2009, the wound was filled with 100% granulation tissue, and a split-thickness graft was used to achieve complete closure. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged necrotic slough tissue is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response.